Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the phaco handpiece would not phaco. The handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The customer reported that the handpiece would not phaco. Additional information from the customer noted that the handpiece would not phaco during a left eye (os) cataract surgery on (B)(6) 2016. The customer exchanged the handpiece with another and completed the surgery. There was no harm to the patient. The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The operator¿s manual includes troubleshooting guidelines which note if the symptom of ¿no tune or loss of phaco power¿ is noted that probable causes may be: handpiece tuned while hot, loose tip, handpiece connector not seated correctly, bad connector port, or a faulty handpiece. The corrective actions suggested: retune, retighten and retune, disconnect and reinsert handpiece connector, connect handpiece to other port and retune, or try an alternate handpiece. The phaco handpiece (hp) was received and a visual assessment of the returned sample revealed no visual nonconformities. A full functional test was performed on the returned hp. The hp was tuned on the system successfully. The connector was measured across the high electrode pin to the ground pin which signals continuity between the electrodes, and passed with an open circuit. A five minute test was also performed on the hp successfully at 100% power for both ultrasound and torsional movements. The hp was then connected to a dynamic tuning fixture (dtf) for testing on both ultrasound and torsional stroke lengths and passed. The hp passed the full functional tests and meets all product specifications. The phaco handpiece was manufactured on october 19, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).